Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a stimulator was implanted to alleviate chest pain, but the pain has not been relieved; pain cannot be relieved. There were no known environmental, external, and patient factors that may have caused the event. There were no known environmental, external, and patient factors that may have caused the event. The patient was transported to the hospital in an emergency and admitted. It is unclear whether the stimulator is directly related, but it was implanted to alleviate chest pain, which has not been relieved. Despite a recent replacement, the stimulator's battery is nearing the end of its life, and another replacement surgery was scheduled for this week. Due to persistent fever and elevated inflammatory response, the emergency transport occurred. The issue was not resolved at the time of the report. The patient outcome was listed as health damage. The patient injury details were that a stimulator was implanted to alleviate chest pain, but the pain was not relieved. Due to persistent fever and e levated inflammatory response, the patient was transported to the hospital in an emergency.